Manufacturer narrative:
(B)(4).

Event description:
During an atrial fibrillation ablation procedure, a cardiac perforation occurred. During ablation on the ridge between the left atrial appendage and the left superior pulmonary vein, the patient became hypotensive and a transesophageal echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with the ablation catheter during the procedure.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were provided for evaluation. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.